Manufacturer narrative:
Device not returned. The discharge summary indicates ¿aortic valve replacement with tissue valve complicated by cardiac arrest requiring redo sternotomy emergently with second aortic valve replacement and thrombectomy and carotid artery bypass graft to the left anterior descending artery.¿ discharge summary indicated this patient ¿underwent an aortic valve replacement with tissue valve and just before skin closure, she had cardiac arrest. She was resuscitated using advanced cardiac life support protocol and had to be reopened emergently. It was noted that the patient had a thrombus formation around the aortic valve with extension into the left main artery. Thrombectomy was performed; the original aortic valve was explanted and replaced with a small magna valve. The patient also had a coronary artery bypass graft to the left main artery. The patient postoperatively developed hypoxic encephalopathy and had one episode of seizure during that time. She was seen by neurology and started on keppra intravenous. This is being discontinued, as she has not had any more seizure episodes. Through follow up with the health care provider, it was learned the device is not available for return and evaluation because it was discarded by the hospital. Patient status indicated only as ¿discharged to a skilled nursing facility with rehabilitation.¿ thrombosis has an extremely low incidence rate in bioprosthetic heart valves. The mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood. Without additional patient health history and return of the device for evaluation, the root cause of this event cannot be determined at this time.

Event description:
It was learned the valve was explanted after implant and replaced with another 21 mm magna valve due to ¿thrombus in the left main coronary artery leading to CPR prior to aortic valve re-replacement.¿ discharge summary provided.